Event description:
The patient received several inappropriate shocks. Multiple episodes of ventricular noise were observed. The review of the strips showed noise in hardware blanking following shocks. During explant the lead was tested and measurements were normal. Device anomaly was suspected. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun

Manufacturer narrative:
The reported noise was verified on the egm's. The device was tested in our automated test system and anomalies were found consistent with an anomalous component in the hybrid subassembly.